Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was in a vehicular accident with her husband. Customer was taken to the hospital. Customer's blood glucose was 207 mg/dl but the device glucose reading was 40 mg/dl. Device passed the self test. Customer will not be returning the device for analysis.